Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.

Event description:
It was reported that the patients ipg had stopped working and the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.